Event description:
On (B) (6) 2010, pt reported experiencing low blood glucose today. Pt alleges that the infusion device was delivering too much insulin. Pt stated she woke up this morning with a blood glucose reading of 32 mg/dl. Pt reported she ate and drank to bring her blood glucose up to 295 mg/dl at 10:30 am. Pt stated she delivered a correction bolus of 4.0 units of insulin and her blood glucose dropped low again. Pt reported since 10:30 am, she has been drinking pop and sugar water and eating more food than she normally eats in order to keep her blood glucose up. Pt stated she continued pumping 0.5 units per hour but did not program any boluses since 10:30 am. Pt reported she noticed the insulin cartridge in the infusion device contained foggy insulin. Pt stated she has 184 units remaining in her cartridge right now. Pt filled her cartridge to 220 units yesterday morning and primed 11 units before placing it in run mode. The difference between the amount of insulin she started with yesterday and today's amount was too much insulin for her to take in this period of time. Pt reported her current blood glucose was 84 mg/dl. Pt stated she disconnected from her infusion device 5 minutes before the call; believes the infusion device may be delivering too much insulin. Advised pt to switch to the backup infusion device and to use new insulin. Pt declined assistance setting up the backup infusion device. On follow up call to pt on (B) (6) 2010, pt reported she had been using injection therapy since (B) (6) 2010 and requested assistance setting up the backup infusion device. Pt stated she would call back when she has time because she did not have time to do it during the call. The pt did not require assistance from a healthcare professional or second party to address the issue. Attempts to follow up with pt were unsuccessful. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.